Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a gastrointestinal bleed (gi) on (B)(6) 2023. The patient came to the clinic with dizziness and anemia and was admitted to the hospital on (B)(6) 2023. The patient was found to have significant anemia, a supratherapeutic international normalized ratio (inr), and a suspected gi bleed as the patient's guaiac test was positive. The patient received 4 units of packed red blood cell (prbc) and underwent an upper and lower endoscopy on the same day. An esophagogastroduodenoscopy (egd) and colonoscopy were performed on (B)(6) 2023. The endoscopy showed significant erosive gastropathy with no bleeding and no stigmata of recent bleeding. Three polyps were resected and removed. Oral anticoagulation was subsequently resumed in addition to an enoxaparin bridge. The patient was started on pro re nata meclizine for possible vertigo. The pump was stable. The patient's hemoglobin and hematocrit were stable, and the patient was medically cleared for discharge home when the symptoms resolved on (B)(6) 2024. The plan of care involved the performance of frequent inr checks with a goal of 1.8 to 2.5 and outpatient monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.